Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was noted that the estimated battery life displayed a change from 37% to 16%. Technical services (ts) requested device data for analysis. Patient has been scheduled for replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. It was noted that the estimated battery life displayed a change from 37% to 16%. Technical services (ts) requested device data for analysis. Patient has been scheduled for replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to premature battery depletion (pbd). A new s-ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.